Event description:
During product service by a technician, a flogard infusion pump was found to have experienced an insert slide clamp alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician.  This is an ancillary service event. The device was visually inspected and functionally tested. The cause of the insert slide clamp was undetermined.  To correct the condition, the slide clamp assembly was cleaned and recalibrated.  The device was serviced and restored to a good working condition.  Should additional relevant information become available, a supplemental report will be submitted.